Event description:
Covidien received information stating that the 840 ventilator lost communications. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the analog interface (ai) printed circuit board (pcb). The cse performed all calibrations, the extended self-test (est), short self-test (sst) and the electrical safety test; the device operated within the manufacturing specifications.

Manufacturer narrative:
The evaluation and repair of the device has not been completed. Covidien reference: (B)(4).